Event description:
The lead was implanted on (B)(6) 2004 and explanted on (B)(6) 2011. The defib shocking portion of the 6949 is shot, but it still paces. The procedure took place at (B)(6) medical center. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).